Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25 x 28mm synergy stent, it was observed that the mid part of the stent was deformed. The procedure was completed with another synergy stent. No patient complications were reported.